Event description:
It was reported that the patient mentioned a constant tingling sensation in her feet, even after ts had patient turned therapy off. Patient mentioned that it's like spasms or having compression socks on. Patient reported pain in the morning and if stays still then it goes away after 15 minutes. Ts reviewed with patient that sensation is not from scs therapy if it was still there after therapy had been turned off. Redirect patient to hcp to inquire further about her leg pain/tingling sensation issue. Patient reported that neuropathy issue has been less since implant of scs therapy. Patient mentioned that her handset battery depleted while she was recharging her neurostimulator. The handset was at 46%. Technical services(ts) conferenced hcit, and patient mentioned that her handset was 100% last night and now it was at 67%, which implied the handset is depleting as normal. Patient to monitor. Patient also mentioned recharging is really slow and she had to use her own samsung charger to recharge. Ts reviewed with patient the adaptor only allows one device to be charged, rather than both at the same time. Patient reported difficulty with recharging, since belt is too big and it slides off easily. Technical services(ts) ordered m belt for patient.

Manufacturer narrative:
Product ID fp9000m lot# serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.